Event description:
It was reported that post lens insertion the doctor noticed one of the haptics broke. The lens was explanted one week post implantation. The inserter used during lens implantation is unknown. Additional information has been requested but no new information has been received.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.